Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where on post-operative day (pod) 1, a post-procedure tte identified the valve had malpositioned into the ventricle. As the valve was stable and not causing any disturbance issues, the decision was made to not implement any intervention at that time. It was reported on post-operative day (pod) 164, the evoque valve was explanted due to worsening regurgitation resulting in acute right heart failure which required high levels of supplemental oxygen and IV diuresis. A surgical tricuspid valve was implanted to complete the procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence. The imaging evaluation indicated that the potential contributing factors to the valve deployed too ventricular are procedural issues (lack of leaflet capture) and patient related issue (minimum tv annulus ppd oversizing, leaflet plastering, and poor echo window) based on the review of the images provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no DHR, lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.